Event description:
During attempt at femoral arterial access, arterial needle inserted into r femoral artery and wire placed through needle. Wire would not advance; therefore, md started to withdraw it. As it was being pulled back through needle, the wire sheared off and became lodged behind rfa. Multiple attempts were made to retrieve the wire with a snare without success. (B)(6) was consulted and agreed to remove the wire. The wire was removed from an incision in the groin using forceps. Pt required 30 mins of pressure being help after removal of wire to achieve hemostasis at site.